Event description:
A mayfield skull clamp (a1059) was reported to have malfunctioned during a procedure. The problem was described as the locking system did not work correctly as it was impossible to align the two arrows when locked. The rocker arm which was changed recently (visual aspect quite new) has too much movement. The procedure was delayed as a result of this problem.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.